Event description:
It was reported an alarm speaker fault. The device produced no sound at the time of the report. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who reported they think there is an issue with the sound card or the speaker not working on the central station. Both rse and the customer narrowed down the issue to a faulty sound card. The customer has tried a good speaker in both ports of the card and has re-booted the central station for each port. The speaker was not working as expected at their central station and there was no sound available. To resolve the issue the rse provided the customer with a replacement speaker assembly and sound card. Based on the information available in the case, the cause of the reported problem was confirmed to be a speaker assembly and sound card. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.